Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer kept failing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers in positions 4.1 and 4.2 was failed. A field service engineer removed the drawers from the main station chassis to inspect the rear components. One of the retractor bands showed signs of wear and tear and was replaced. The engineer also reset the cables at the back of the station. After reinstalling the drawers into the main chassis, the engineer logged into support mode and tested the drawers for proper functionality. The application was then started, and the customer successfully verified that the drawers were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer kept failing. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.